Event description:
It was reported that the patient using an ilet system experienced an insulin occlusion while on an infusion set with a reported blood glucose of 390 mg/dl, after which insulin delivery was resumed, and the tubing was disconnected to perform a fill tubing only process. The user's blood glucose subsequently decreased to 251 mg/dl. The occlusion resolved following a supply change. Customer care provided support that included customer-guided troubleshooting and education focused on resolving the occlusion and restoring delivery. Investigation of this case revealed an insulin occlusion that was addressed by replacing supplies and re-priming the tubing, consistent with an infusion set-related delivery interruption. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to temporary hyperglycemia, resolved by supply change and proper setup.